Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2016, the patient experienced laxity. This adverse event was solved by a revision surgery on (B)(6) 2023, in which the jrny ii bcs xlpe art isrt sz 5-6 lt 9mm was explanted and exchange. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per case details, approximately seven years after a total knee arthroplasty surgery was performed, the patient reportedly underwent a revision with poly insert exchange due to laxity. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported ¿laxity¿ and revision cannot be determined. It has been communicated that no additional information is available and the patient¿s current health status remains unknow at this time. Therefore, no further clinical/medical assessment can be rendered. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, traumatic injury and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.